Event description:
It was reported that the biomed had the arctic sun device that was asking for current password. Per sample evaluation results on 23mar2026, the chiller pump would not circulate water. The isolation card connector was broken. Insulation was found to be disintegrating on multiple tubes. Bypass flow was weak. Tank seals were worn and torn. Drain valve was loose.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failed chiller pump due to a worn or torn tank seal that fell in. The device was evaluated upon receipt. No circulation was observed through the chiller pump. A tank seal became stuck in the chiller pump. Repair was declined for this device. Functionality cannot be guaranteed without recommended repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was asking for current password. Per sample evaluation results on 23mar2026, the chiller pump would not circulate water. The isolation card connector was broken. Insulation was found to be disintegrating on multiple tubes. Bypass flow was weak. Tank seals were worn/torn. Drain valve was loose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.